Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "failed downstream occlusion" was reproduced. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor readings lower than the intended range. The force sensor requires calibration to correct the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed psi test during testing in the biomedical service department. There was no patient involvement. No additional information is available.